Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. Review of the device's error logs found that an "internal battery" error had occurred. The internal battery was replaced to address the reported issue. In addition, the following were found unrelated to the reportable issue/malfunction: all four rubber feet on the bottom enclosure were missing and two of the screw hubs in the air inlet path were cracked.